Event description:
Pt had IV fluids infusing and an antibiotic ivpb was hung. On returning to the room (15-20 mins or so), a large puddle of watery blood was seen on the floor. The pt's IV site was back-flowing into the IV tubing. The site itself was not leaking at all and flushed well. Dripping was noted from the hanging portion of the IV tubing. I replaced all the tubing and bags. I attached a flush to a luer lock above the leakage and capped off the end of the line. When I pushed the flush, it sprayed out in two small thin sprays about halfway between the two post-pump luer locks. The tubing was our usual smartsite infusion set that says ref (B)(4).